Event description:
On october 3rd, three each of an ablation catheter came in from vnus medical tech. It was discovered in the or that the newly delivered product expired in may 2013. Two each and one empty box was returned to the manufacture on rga # 12737473. Manufacturer has not yet explained how expired product was shipped. Additional follow up will be provided.